Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image confirmed the batch number. T1 and t2 had not been deployed from the device, but had been pushed to the end of the needle. A visual inspection revealed the device was returned with the blue split cannula the anchors and suture were attached to the device. T2 had been pushed into the back of t1. No frays, nicks, or cuts were present on the suture. A functional evaluation revealed the t1 anchor could be deployed with pressure applied behind the anchor. The t2 anchor could then be pushed forward to the pre-deployment position. The t2 anchor could be deployed with pressure applied behind the anchor. The device functioned as intended. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: read these instructions completely prior to use. Delivery instrumentation is required for proper placement of the implants for optimal surgical result. The complaint was confirmed. Factors that could have contributed to the reported event include misplaced force on the device actuator or use of the actuator before t1 is fully deployed. Internal complaint reference: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a meniscus repair, after t1 was fired the ultra fast-fix got locked. T1 was removed. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.